Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During embolization of an aneurysm at the basilar artery tip assisted with a vrd (details unknown) a cashmere coil (crc140922-30/c24356) was stuck at the y-connector and detached. The vessel was not tortuous and not calcified. No report of the other devices used in the procedure is available. During the procedure, the complained coil was detached inside the y-connector (details unknown) . When inserting the complained coil, the coil was stuck at the y-connector and the assistant physician could not fully insert the introducer sheath enough to touch the hub of the microcatheter (details unknown) . The assistant physician kept trying to advance it and the coil detached. The coil was removed without removing the y-connector or microcatheter. It was replaced with a new coil (lot unknown) and the procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no damages were reported on the other devices after the event. It is unknown if the microcatheter was re-shaped or not. The complained product is not available for the evaluation for it has already been disposed. No additional information is available.